Event description:
During a routine seven-month follow-up exam, a stent fracture was noted within a cypher stent. No restenosis was present and no additional treatment was required. This patient was admitted for coronary intervention. Three lesions were treated: mid through distal right coronary artery (rca): this lesion was a 100%, total occlusion. The lesion was predilated with a 1.5 x 20mm balloon. A 2.75 x 33 cypher stent was implanted within the distal portion of the vessel. Then, a 3.0 x 33 cypher stent was implanted within the mid portion of the vessel. Proximal through mid left anterior descending (lad): the lesion charactersitics are not known. The lesion was predilated with a 2.5 x 20mm ryujin balloon. A 2.75 x 28mm cypher stent was placed within the distal portion of the vessel and a 3.0 x 18mm cypher stent was placed within the mid portion of the vessel. Proximal left circumflex artery (lcx): the lesion characteristics are not known. The lesion was not predilated. A 2.75 x 33mm cypher stent was placed within the distal portion of the lesion site and a 3.0 x 18mm cypher stent was placed within the proximal portion of the lesion site. Approximately seven months later, the patient returned for a scheduled follow-up exam. Angiography revealed a stent fracture in the 3.0 x 33mm cypher stent placed in the mid rca. There was no restenosis and the patient did not exhibit any symptoms related to the stent fracture. The follow up exam was finished without any target lesion revascularization.

Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days of receipt. Note: not distributed in the us; however, it is similar to us product.